Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what is the patient¿s current condition? Patient is doing fine. Were the staples unformed or malformed? 1/4 of the staples formed correctly and 3/4 of staple line looked like goal posts. Was the washer cut? Not sure. What were the original indications for surgery? Sigmoid diverticulitis. Had the patient received radiation or chemo therapy? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Heard the crunch. What portion of the staple line was unformed? Was the unformed portion continuous? 3/4. Yes it was continuous.

Event description:
It was reported that during a sigmoid colectomy procedure, the colon had been removed and the surgeon had inserted the device into the tissue and dialed down the device. The surgeon removed the safety and fired the device. The doughnuts were perfect, but only a fourth of staples formed correctly. The rest of the staples did not form. The surgeon performed a temporary colostomy. It is unknown at this time if the surgeon is going to be able to reverse the temporary colostomy. Patient was stable after the procedure.

Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: what is the patient¿s current condition? Were the staples unformed or malformed? Was the washer cut? What were the original indications for surgery? Had the patient received radiation or chemo therapy? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? What portion of the staple line was unformed? Was the unformed portion continuous? The analysis results found that the ecs33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.